Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 18659320. UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) leads were being fractured. The patient underwent a lead replacement procedure. The patient was doing well postoperatively. The explanted device will not be return as they were kept by the facility.